Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep disorder, itching, rash, anxiety, depression, cervical cancer, hidradenitis suppurativa, fundoplication, hemorrhagic ovarian cyst, hernia repair, gallbladder removal, appendectomy, tonsillectomy, cholecystectomy, pelvic inflammatory disease and congenital condyloma. Concurrent conditions included post-traumatic stress disorder, micturition burning, dysuria, urinary frequency, uti, nausea, vomiting, sweating, gastritis, uti, anorexia, dry heaves, endometriosis, left lower quadrant pain, adhd, vaginal discharge, insomnia, arthralgia, seizures, cough, shortness of breath, malaise, sputum, bronchitis, hemorrhoids, fibromyalgia, boil, gerd, myalgia, mood swings, hernia, jaw pain, muscle stiffness, muscle weakness, headache, palpitations, pain in hip, enthesopathy of hip region, visual disturbances, photophobia, sinus pressure, constipation, asthma, pain ankle, dysphagia, chest wall pain, hyperlipidemia, pelvic discomfort, breast mass, uterine bleeding, arthritis, chronic cervicitis and uterine fibroid. Concomitant products included atorvastatin since 2017, carisoprodol (soma) from 2008 to 2017, clonidine since 2010, dexlansoprazole (kapidex), diphenhydramine hydrochloride since 2007, duloxetine hydrochloride (cymbalta), gabapentin from 2010 to 2017, hydroxyzine hydrochloride (hydroxizine) from 2017 to 2018, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent) from 2008 to 2018, medroxyprogesterone acetate (depo provera), methocarbamol, metronidazole (metrogel), montelukast sodium (singulair), oxycodone, promethazine from 2007 to 2017, propranolol, ropinirole, salbutamol (proventil) from 2008 to 2018, topiramate (topamax), varenicline tartrate (chantix) and ziprasidone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: reoccurring cysts"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal pain was resolving, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower, cystitis, bladder disorder, urinary tract disorder, migraine, polycystic ovaries and nausea outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: impression: no evidence of acute intra-abdominal or pelvic pathology. Likely cyst, possibly complex, in the left ovary not changed in size compared to the previous ultrasound. Essure catheter device is in place. Enlarged fatty liver. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2012: impression: MRI examination demonstrates a 6 mm lesion arising in the subchondral bone. Of the head of the humerus at the weight bearing zone, having features consistent with early stage osteochondritis. Incidental note of a 3 cm structure arising in the left adnexal region consistent with a benign functional adnexal cyst.. Ultrasound scan vagina - on (B)(6) 2016: impression: small endometrial cyst; need to exclude early pregnancy. Hemorrhagic cyst right ovary.; on (B)(6) 2016: impression : a 4 cm hemorrhagic cyst present in the left ovary. No evidence for ovarian torsion. Interval resolution of hemorrhagic cyst seen in the right ovary on (B)(6) 2016.. X-ray of pelvis and hip - on (B)(6) 2012: conclusion: normal pelvis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, cysts, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: reporters were added. Case become incident, previously added injury nos was updated with abnormal bleeding (vaginal) & new events- abnormal bleeding (menorrhagia), bladder infection, bladder or urinary problems or changes, migraines / headaches, reoccurring cysts, nausea, dysmenorrhea, dyspareunia, pelvic pain, vaginal pain, lower abdominal pain, were added. Concomitant drugs & conditions were added. Lab test was added. Historical conditions were added. Model no. Updated from 205 to 305. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep disorder, itching, rash, anxiety, depression, cervical cancer, hidradenitis suppurativa, fundoplication, hemorrhagic ovarian cyst, hernia repair, gallbladder removal, appendectomy, tonsillectomy, cholecystectomy, pelvic inflammatory disease, condyloma virus genital infections and joint ache. Concurrent conditions included post-traumatic stress disorder, micturition burning, dysuria, urinary frequency, uti, nausea, vomiting, sweating, gastritis, uti, anorexia, dry heaves, endometriosis, left lower quadrant pain, adhd, vaginal discharge, insomnia, arthralgia, seizures, cough, shortness of breath, malaise, sputum, bronchitis, hemorrhoids, fibromyalgia, boil, gerd, myalgia, mood swings, hernia, jaw pain, muscle stiffness, muscle weakness, headache, palpitations, pain in hip, enthesopathy of hip region, visual disturbances, photophobia, sinus pressure, constipation, asthma, pain ankle, dysphagia, chest wall pain, hyperlipidemia, pelvic discomfort, breast mass, uterine bleeding, arthritis, chronic cervicitis, uterine fibroid, abdominal pain, diabetes mellitus and back pain. Concomitant products included atorvastatin since 2017, carisoprodol (soma) from 2008 to 2017, clonidine since 2010, dexlansoprazole (kapidex), diphenhydramine hydrochloride since 2007, duloxetine hydrochloride (cymbalta), gabapentin from 2010 to 2017, hydroxyzine hydrochloride (hydroxizine) from 2017 to 2018, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent) from 2008 to 2018, medroxyprogesterone acetate (depo provera), methocarbamol, metronidazole (metrogel), montelukast sodium (singulair), oxycodone, promethazine from 2007 to 2017, propranolol, ropinirole, salbutamol (proventil) from 2008 to 2018, topiramate (topamax), varenicline tartrate (chantix) and ziprasidone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: reoccurring cysts"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and haemorrhagic ovarian cyst ("hemorrhagic cyst on ovary"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal pain was resolving, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower, cystitis, bladder disorder, urinary tract disorder, migraine, polycystic ovaries, nausea and haemorrhagic ovarian cyst outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, haemorrhagic ovarian cyst, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: impression: 1. No evidence of acute intra-abdominal or pelvic pathology 2. Likely cyst, possibly complex, in the left ovary not changed in size compared to the previous ultrasound. 3. Essure catheter device is in place. 4. Enlarged fatty liver.. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2012: impression: 1. MRI examination demonstrates a 6 mm lesion arising in the subchondral bone. Of the head of the humerus at the weight bearing zone, having features consistent with early stage osteochondritis. 2. Incidental note of a 3 cm structure arising in the left adnexal region consistent with a benign functional adnexal cyst. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Small endometrial cyst; need to exclude early pregnancy. 2. Hemorrhagic cyst right ovary.; on (B)(6) 2016: impression : 1. A 4 cm hemorrhagic cyst present in the left ovary. 2. No evidence for ovarian torsion. 3. Interval resolution of hemorrhagic cyst seen in the right ovary on (B)(6) 2016. X-ray of pelvis and hip - on (B)(6) 2012: conclusion: normal pelvis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, cysts, nausea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep disorder, itching, rash, anxiety, depression, cervical cancer, hidradenitis suppurativa, fundoplication, hemorrhagic ovarian cyst, hernia repair, gallbladder removal, appendectomy, tonsillectomy, cholecystectomy, pelvic inflammatory disease, condyloma virus genital infections and joint ache. Concurrent conditions included post-traumatic stress disorder, micturition burning, dysuria, urinary frequency, uti, nausea, vomiting, sweating, gastritis, uti, anorexia, dry heaves, endometriosis, left lower quadrant pain, adhd, vaginal discharge, insomnia, arthralgia, seizures, cough, shortness of breath, malaise, sputum, bronchitis, hemorrhoids, fibromyalgia, boil, gerd, myalgia, mood swings, hernia, jaw pain, muscle stiffness, muscle weakness, headache, palpitations, pain in hip, enthesopathy of hip region, visual disturbances, photophobia, sinus pressure, constipation, asthma, pain ankle, dysphagia, chest wall pain, hyperlipidemia, pelvic discomfort, breast mass, uterine bleeding, arthritis, chronic cervicitis, uterine fibroid, abdominal pain, diabetes mellitus and back pain. Concomitant products included atorvastatin since 2017, carisoprodol (soma) from 2008 to 2017, clonidine since 2010, dexlansoprazole (kapidex), diphenhydramine hydrochloride since 2007, duloxetine hydrochloride (cymbalta), gabapentin from 2010 to 2017, hydroxyzine hydrochloride (hydroxizine) from 2017 to 2018, ibuprofen, ipratropium bromide;salbutamol sulfate (combivent) from 2008 to 2018, medroxyprogesterone acetate (depo provera), methocarbamol, metronidazole (metrogel), montelukast sodium (singulair), oxycodone, promethazine from 2007 to 2017, propranolol, ropinirole, salbutamol (proventil) from 2008 to 2018, topiramate (topamax), varenicline tartrate (chantix) and ziprasidone. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2010, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches"). On (B)(6) 2011, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced polycystic ovaries ("reproductive system disorder or condition type of disorder or condition: reoccurring cysts"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain") and haemorrhagic ovarian cyst ("hemorrhagic cyst on ovary"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vulvovaginal pain was resolving, the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain lower, cystitis, bladder disorder, urinary tract disorder, migraine, polycystic ovaries, nausea and haemorrhagic ovarian cyst outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, haemorrhagic ovarian cyst, menorrhagia, migraine, nausea, pelvic pain, polycystic ovaries, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: impression: 1. No evidence of acute intra-abdominal or pelvic pathology 2. Likely cyst, possibly complex, in the left ovary not changed in size compared to the previous ultrasound. 3. Essure catheter device is in place. 4. Enlarged fatty liver.. Hysterosalpingogram - on (B)(6) 2009: result: total bilateral occlusion. Magnetic resonance imaging - on (B)(6) 2012: impression: 1. MRI examination demonstrates a 6 mm lesion arising in the subchondral bone. Of the head of the humerus at the weight bearing zone, having features consistent with early stage osteochondritis. 2. Incidental note of a 3 cm structure arising in the left adnexal region consistent with a benign functional adnexal cyst.. Ultrasound scan vagina - on (B)(6) 2016: impression: 1. Small endometrial cyst; need to exclude early pregnancy. 2. Hemorrhagic cyst right ovary.; on (B)(6) 2016: impression : 1. A 4 cm hemorrhagic cyst present in the left ovary. 2. No evidence for ovarian torsion. 3. Interval resolution of hemorrhagic cyst seen in the right ovary on (B)(6) 2016.. X-ray of pelvis and hip - on (B)(6) 2012: conclusion: normal pelvis. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: dysmenorrhea, dyspareunia, cysts, nausea, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received. New event added: hemorrhagic cyst on ovary. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.